Manufacturer narrative:
Other: antibiotics administered. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that three weeks after implant, despite having good results, the patient began to feel heat, redness, and pain in the area of the pocket site (left subclavicular) that expanded towards the neck and left arm. An absence of infection was noted. The patient was treated with analgesics, antibiotics, and anti-inflammatories; all symptoms disappeared when the stimulator was turned off. The patient turned their stimulator off two weeks prior to report and their symptoms had improved. Impedance testing performed on (B)(6) 2019 indicated the impedances were ¿fine.¿ no additional actions were taken at the time of report. The issue remained unresolved at the time of report. There were no surgical interventions needed and the event did not lead to or extend patient hospitalization. No further complications were reported or anticipated.